Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1884g, implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient experienced minimal tremor control. It was stated that the programming neurologist tried different parameter settings with no additional tremor relief, which also caused facial pulling at voltage settings greater than 2.5v. The left lead was explanted and revised with a new lead on date notified as a result, resolving the issue. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.